Event description:
A customer reported an issue with their freestyle flash meter. Upon product investigation it was discovered the meter exhibited the memory overwrite malfunction.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted. Customers and retailers have been informed through the adc fa16may2006letter.